Event description:
It has been reported that a sureflex steerable guiding sheath was selected for use for a pulmonary vein isolation indicated for a case of atrial flutter (af). During the procedure, the physician mentioned that when the catheter was removed from the sheath and flushing was attempted, a piece of the sideport broke off and the sideport tube became separated from the handle. The event occurred outside of the patient and no patient complications reported. Procedure completed successfully using a different device, same model. Product is expected to return for analysis.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental will be filed.

Manufacturer narrative:
The device has been received for analysis. During analysis, the device passed pre and post decontamination. In the course of the visual inspection, it was found that the stopcock handle was not broken or missing, no visible signs of cracking near the valve, handle was not difficult to twist for the first time and was also smooth afterwards, stopcock tube was detached. Also, after removing the sideport again, vhx testing of the tubing and sideport revealed that the tubing had a ridge (indicating that it did initially overlap the sideport), as well as the presence of uv glue. No voids or tears were observed on the tubing. The sideport had a change in texture, confirmed to be due to the glue. The device passed the leakage testing when sideport was reattached. The device was then subject to tensile testing and passed. Lastly, concurrent pressure and pulling testing was performed. This testing identified that it was possible to pull off the sideport by rotating the tubing in different directions while pressure was applied (flushing simulation). The same motion was replicated on non-returned sheaths with glue and was not possible to recreate. The reported allegation is confirmed. Also, the fields b5 (describe event or problem), b7 (other relevant history), f10, h6 (device codes (1)), and g2 (report source (other)) were updated. Thus, this supplemental MDR is being field for the correction and investigation results.

Event description:
It has been reported that a sureflex steerable guiding sheath was selected for use for a pulmonary vein isolation indicated for a case of atrial flutter (af). During the procedure, the physician mentioned that when the catheter was removed from the sheath and flushing was attempted, a piece of the sideport broke off and the sideport tube became separated from the handle. The event occurred outside of the patient and no patient complications reported. Procedure completed successfully using a different device, same model. Product is expected to return for analysis.

Manufacturer narrative:
The field b5 (describe event or problem) was updated. Thus, this supplemental MDR is being filed for the correction.

Event description:
It has been reported that a sureflex steerable guiding sheath was selected for use for a pulmonary vein isolation indicated for a case of atrial fibrillation (a fib). During the procedure, the physician mentioned that when the catheter was removed from the sheath and flushing was attempted, a piece of the sideport broke off and the sideport tube became separated from the handle. The event occurred outside of the patient and no patient complications reported. Procedure completed successfully using a different device, same model. Product is expected to return for analysis.